Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Additional information received: 01/15/2018: test - CT head w/o contrast. Reason for exam: severe headache impression: no acute intracranial hemorrhage or expansile mass. Complete effacement of the lateral and third ventricles. No hydrocephalus. Operative/procedure report: date of report (B)(6) 2018 preoperative diagnosis: intracranial hypertension, shunt malfunction procedure performed: revision of right frontal ventriculoperitoneal shunt with replacement of programmable valve. Programming of programmable ventriculoperitoneal shunt valve. A 51 yr old female was admitted on (B)(6) 2018. The patient presented to the neurosurgical clinic with severe headaches present only when she was upright and improved or resolved with lying down and a CT head showing slit ventricles. It appeared that her shunt valve was over draining and therefore she was recommend to undergo replacement of the valve. The valve implanted was a certas programmable valve with siphonguard set at 4. No complications during the procedure. (B)(6) 2018: test - CT head w/o contrast reason for exam: weakness and dizziness after shunt revision on (B)(6) 2018 impression: the frontal horns of the lateral ventricles are mildly increased in size since the prior study. However, they have normal appearance, as the ventricles were completely decompressed and not visible on the prior study. On (B)(6) 2018: test - CT head w/o contrast reason for exam: hydrocephalus impression: stable noncontrast CT with right frontal ventriculostomy catheter. Stable size of lateral ventricles when compared to the prior imaging study. Appointment date: (B)(6) 2018 type of procedure: shunt check procedure: assessment findings: originally registered fluctuating between 3 and 4. Able to adjust setting to read 4.0 firm with difficulty complications: difficulty obtaining reading due to hair and deepness of tubing post procedure instructions: patient having decreased vision in left eye for the past few weeks. Resolves after rising and ambulating for about an hour. Appointment date (B)(6) 2018 indication: shunt check procedure: registered 6, adjusted to 3 last visit. Adjusted t 3 firm this visit. Patient denies being around magnet. Findings: patient complaining of daily headache and nausea for the past 4-5 days. No gait or dizziness issues complications: setting keeps moving appointment date: (B)(6) 2018 shunt check per patient request. Having continued with headache and nausea. Surgery scheduled for (B)(6) 2018. Shunt remains at 3.0 firm. No change from last check. Operative/procedure report: report date: (B)(6) 2018 preoperative/postoperative diagnosis: ventriculoperitoneal shunt valve malfunction procedure performed: removal and replacement of right, frontal ventriculoperitoneal shunt valve with medium pressure wave with siphonguard on (B)(6) 2018 a 52 yr old female pt. Was admitted. Patient had shunt placed at age 19 and had subsequent revision 8 months prior and had intermittent symptoms of headaches and lethargy and her shunt valve was checked and was noted to be changing the setting on his own multiple times. No complications during the procedure. Follow-up visit on (B)(6) 2018 approximately 6 weeks status post revision of right frontal vp shunt valve replacement to a nonprogrammable medium pressure valve. She is doing well and can resume any activities with no restrictions.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas programmable valve had unintended setting changes and was revised. On (B)(6) 2018 the patient saw a physician for complaints of headaches, blurry vision and nausea. The physician correlated the symptoms with the valve and scheduled the patient for a revision surgery. On (B)(6) 2018 the patient underwent a revision surgery and a codman certas programmable valve was used as the replacement. The original setting of the valve was 4. On (B)(6) 2018 a CT scan of the patient's head was obtained which revealed that, "the frontal horns of the lateral ventricles were mildly increased in size since the prior study. However, they have a normal appearance, as the ventricles were completely decompressed and not visible on the prior study." On (B)(6) 2018 the patient visited her physician and complained about her vision changing, being "lost" a day a week, cant remember anything from that day and was talking crazy. On (B)(6) 2018 a CT scan of the head was obtained due to "episode of confusion three weeks earlier." The study revealed, "stable non-contrast CT with right frontal ventriculostomy catheter. Stable size if lateral ventricles when compared to the prior imaging study." On (B)(6) 2018 the patient saw her physician with complaints of sudden onset of severe headaches associated with double-vision, nausea, vomiting and change in mental status. The physician notes' indicated that the patient informed him that, "it felt like something was going to burst out of her head" four days earlier. The physician noted that the patient's family informed him that. "The patient has also been confused intermittently over the last 2 days and that she was found today on her floor, confused without aphasia, dysarthria and no discernible weakness or numbness. The patient stated that she also has been having double vision for the last 2 days that she feels more on her left eye, the patient admits to pain that is 10/10 sharp over the frontal aspect of head, that is intermittent, and localized. The patient states that she gets dizzy when stands up due to her vision changes." The physician performed and assessment of the patient and noted that the patient's valve setting had changed from 4 to 5 on it's own. The physician changed the valve setting to 3, tapped 10 cc of clear cerebral spinal fluid using aseptic technique and discharged the patient with tramadol and tylenol for pain management. The next day, the patient reported significant improvement in her headache and denied any confusion or nausea. A CT scan of the head was obtained and compared against the (B)(6) 2018 study. The results revealed, "interval decompression if the ventricle system with decreased size of the lateral and third ventricle." On (B)(6) 2018 the patient presented again to the hospital that she was experiencing headaches, nausea, neck pain, blurry vision and general fatigue that had been getting progressively worse. The patient reported that her symptoms were identical to those she had experienced in the hospital 10 days earlier. She reported a return of prior symptoms since (B)(6) 2018. The doctor saw the patient at the emergency department, ordered a CT scan of the head and placed a neurosurgery consult to have the patient's shunt evaluated. According to the doctor's notes, neurosurgery found that the patient's shunt settings had changed from 3 to 4 on its own. The doctor also discussed the findings of the CT scan with the previous doctor and documented that the doctor felt that the patient's ventricle might be slightly smaller than her last discharge. Nevertheless, a decision was made for the patient to treat with the doctor as an outpatient basis. On (B)(6) 2018 the patient saw the doctor at the (B)(6) institute. She reported intermittent headaches. The doctor assessed the patient's shunt setting and documented that it had changed from 4 to 5. The doctor reprogrammed the setting to 3 and the patient reported immediate improvement in her symptoms. On september 24, 2018 the patient saw the doctor again. She reported decrease vision in her left eye which resolves after rising and ambulating for about an hour. The doctor checked the patient's shunt setting and documented that it was fluctuating between 3 and 4. The doctor subsequently adjusted the settings to 4. On (B)(6) 2018 the patient saw the doctor. She reported daily headaches and nausea from the past 4-5 days. The doctor checked the patient's shunt settings and found that it had changed to 6. The doctor readjusted the settings to 3 and discussed another revision surgery to implant a non-programmable shunt. On (B)(6) 2018 the patient underwent a revision surgery where the doctor replaced the programmable valve with another. On (B)(6) 2018 the patient saw the doctor for post-surgical evaluation. The doctor documented that the patient's symptoms improved since the implant and she could resume all activities without restriction.